Event description:
Customer reported that on (B)(6) 2013, she experienced multiple symptoms described as dizziness, blurred vision, clamminess, and rapid heartbeat. Customer checked her blood glucose and received readings of 57 mg/dl and 51 mg/dl on her adc blood glucose meter at 8:31pm and 8:35pm respectively. Customer subsequently obtained a reading on a onetouch competitor brand meter and received a message 'hi' on the meter display, which, after checking the product manual, she determined suggested her blood glucose level was greater than 500 mg/dl. Customer's fiancee transported her to the hospital where a reading of 572 mg/dl was obtained via lab draw at 9:00 pm, and customer was diagnosed with hyperglycemia. Customer reported being treated with "novolog 100 units, lantus shot, and multiple shots of insulin." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1369336) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.